Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the existing cut leads were explanted and replaced. Issue resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-23282. It was reported the patient underwent an unrelated surgical procedure, during which the leads were accidentally cut. As the result, the patient may undergo surgical intervention to address the issue.